Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) device had a channel communication error indicated on the red tag when received in the biomedical department. Upon inspection the device displayed a "check IV set" error when connected to the pcu. Both pressure sensors were then replaced with new ones. Preventative maintenance was performed using (B)(4) software. This device then passed all tests and was returned to service. There is no further information available.